Manufacturer narrative:
(B)(4). The pump was evaluated at baxter. The sys error 322 was reproduced during testing; however, the specific component could not be identified. When evaluating known contributors to sys error 322 it led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.

Event description:
It was reported that a spectrum pump was alarming for a system error 322. There was no pt injury and no further info was provided. An ra has been issued for the return of the pump.